Manufacturer narrative:
This console was serviced at the customer's site. The reported event of smoking could not be confirmed. The console was inspected by the field service engineer (fse), and all the parameters were checked. Everything was working as expected, no issues were found. The console was confirmed to be in good condition. Since the investigation was unable to identify any damage related to the reported allegation, the investigation conclusion code selected is no problem detected.

Event description:
It was reported that the console had a burning smell. There was no patient involvement.

Event description:
It was reported that the console had a burning smell. There was no patient involvement.